Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: dexcom g6 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient was hospitalized on (B)(6) 2026 with diabetic ketoacidosis. The patient's blood glucose level (bg) rose to 540 mg/dl (30 mmol/l) while wearing the pod on their hip/buttocks for 71 hours. Symptoms reported include fatigue and vomiting. The patient was treated with insulin through intravenous therapy and stayed in observation until their bg levels returned to normal. No antibiotics were prescribed. The pod was removed at the hospital, and the cannula was found completely bent. The patient was discharged (B)(6) 2026 and a new pod was applied.